Event description:
It was reported that customer experienced seven defective cartridges that caused cartridge errors during use, with no blood glucose values provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or product replacements were described, and no additional information was received regarding the outcome of the event.